Event description:
As reported, the rupture of the balloon of a 6f/7f mynx control vascular closure device (vcd) occurred, causing the balloon to deflate without getting caught on the vessel wall. The procedure was completed with manual compression. There was no reported patient injury. The procedure used a retrograde approach. The user is mynx certified. A 7f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device was prepped as per the instructions for use (IFU). There was no visible damage in distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the rupture of the balloon of a 6f/7f mynx control vascular closure device (vcd) occurred, causing the balloon to deflate without getting caught on the vessel wall. The procedure was completed with manual compression. There was no reported patient injury. The procedure used a retrograde approach. The user was mynx certified. A 7f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device was prepped as per the instructions for use (IFU). There was no visible damage in distal end of the sheath after removal. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the sealant remained in its manufactured position, apparently covered by the sealant sleeves. Nevertheless, high blood exposure evidence could be observed during this initial evaluation. Additionally, the syringe was returned detached from the device; however, the sheath used during the procedure was not returned. No abnormal conditions were observed that were considered to be reported. Per functional analysis, a balloon inflation/deflation evaluation was executed, where it was observed that a leak was present from the balloon of the evaluated unit. Additionally, due to the premature exposure of the sealant denoted during the microscopic analysis, a deployment mechanism functionality analysis was executed, where the sealant was deployed and the balloon retracted as the buttons 1 & 2 were depressed as expected. A microscopic analysis was executed to evaluate the conditions of the sealant protection to assure that no premature deployment was present due to a sealant exposure. During this analysis, it was observed that the sealant was partially exposed due to a kinked sleeves condition. Additionally, the leak origin was located as a longitudinal rupture could be observed on the balloon, which could be attributed as the cause of the leak observed. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the kinked/bent condition of the sealant sleeves noted and blood saturation. However, the exact cause of the longitudinal rupture condition found in the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues noted. However, handling factors, access site vessel characteristics (there was mild presence of calcium in the vicinity of the puncture site and moderate tortuosity), and/or concomitant device factors (which was not returned) most likely contributed to the reported balloon rupture since excessive handling, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, these factors could also contribute to the kinked/bent condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the IFU instructs the user to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.